Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. Customer was unable to clear the alarm. Customer uses (B)(6) alkaline battery. Customer had to discontinue pump used and is following the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The pump passed the displacement, self test, and off no power tests. The pump alarmed compromised force sensor during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion or prime tests due to the alarm. The pump was received stuck in a motor error loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery or unexpected restart error tests due to the motor error alarms. All operating currents were within specification. The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a cracked case and a missing end cap sticker.